Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00843. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using ruby coils and a ruby coil detachment handle (handle). It was noted that the patient's anatomy was tortuous. During the procedure, the physician advanced a ruby coil in the target vessel, but was unable to detach it using the handle. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.